Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was alarming shut door while they were attempting to test it. When the pump was returned to mmdg for evaluation, the load set alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had not had any effect on a patient. The alarm failure was discovered at moog. (B)(4).